Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer's blood glucose was 320mg/dl. Customer also reported prior to button error the bolus amount was scrolling up on its own. Advised customer to revert to backup plan.